Event description:
It was reported by medical staff that patient was at home the parent noticed right sided weakness and took the patient to the emergency room. There a computed tomography (CT) scan showed a left middle cerebral artery (mca) embolus and heparin IV was initiated. The patient was then flown to a children's hospital. No additional information was reported.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU: implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. All vad patients face risks. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. Device remains implanted.

Manufacturer narrative:
(B)(6). Admitted on (B)(6) 2015 2000 per life flight as mother reports patient is unable to move right arm, has some slight asymmetry of face and only can slightly move right leg and foot. His speech is slightly slurred, not real noticeable, but does have a very small drool. The patient can swallow, speech therapy will be consulted. He is generally swallowing his saliva. Coumadin will be held w/ inr and teg repeated daily. Repeat head CT scan will be performed on (B)(6) 2015 as osh (kc) ER head CT scan showed embolic l mca. Log files will be sent. Patient is stable, good maps; never hypertensive. Patient recovering in the ICU as of (B)(6) 2015, ongoing rehabilitation w/ pt daily, walking independent, only deficit is weakness lifting right arm above shoulder. Serious and life threatening adverse events, including stroke, have been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. No device malfunction was reported against (B)(4); therefore, the purpose of this analysis is solely to evaluate the performance of the returned device against current manufacturing/design specifications and/or to identify any anomalies introduced during use that may have prevented the pump from performing as intended. The device passed visual examination, dimensional verification and functional testing. There were no gross surface abrasions on the pump and impeller surfaces. There is no evidence to suggest that a device malfunction caused or contributed to the reported. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.